Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC inserted (B)(6) 2024. Split located 5cm externally past site of securacath device. Identified during PICC flush. Nil treatment running through line. Line removed and new line inserted same day. Patient is currently well. Nil complications reported to date. No other information was provided.